Manufacturer narrative:
This report is submitted on december 23, 2019.

Event description:
Per the clinic, the patient experienced poor external magnet retention. The patient had a skin flap reduction on (B)(6) 2019.